Manufacturer narrative:
(B)(4). The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported pads ECG interference while monitoring a pt. There was no negative pt impact as another defibrillator was available for use.